Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) was approximately 40 mg/dl. Reportedly, the customer exercised while using the pump for insulin therapy. Due to the customer not thinking to take them, the contact reminded the customer to consume sugar pills. Recommendation was made to consult with healthcare provider regarding diabetes management.